Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated two of their three settings were not working. Patient said they had tried resetting the controller, but that did not resolve the issue. Patient said they were not feeling any stimulation, but said group c was the one that was working. When asked event date, patient said group a and b would work periodically back and forth starting about 2 months ago. Once b stopped working they would go to a and vice versa. The patient was redirected to their healthcare provider to further address the issue and to schedule an appointment with their representative.